Event description:
The customer reported a pt mismatch between report dictation in 3rd party ris and images displayed in intellispace pacs. This behavior occurred one time and is not reproducible. No health risk issue with intellispace pacs has been identified. There have been no reports of harm.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.